Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the plasma product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Wbc count is not available at this time. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the calculated total number of wbc is 1.17 x 10^6 which is below the FDA threshold. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis showed that the ¿level sensor error¿ alert was generated because a lower than expected volume of blood was processed before the upper level sensor detected fluid. When the platelet and/or plasma line are obstructed, the fluid is redirected into the return reservoir. This additional volume of liquid entering the return reservoir triggered the ¿level sensor error¿ alert. Analysis showed that during the plasma only collection at the beginning of the procedure the measured reservoir volumes gradually reduced over time, resulting in the ¿level sensor error¿ alert at about 18 minutes into the procedure. It is possible, though not conclusive that the plasma line occlusion contributed to the reported leukoreduction failure of the plasma product.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis showed that the ¿level sensor error¿ alert was generated because a lower than expected volume of blood was processed before the upper level sensor detected fluid. When the platelet and/or plasma line are obstructed, the fluid is redirected into the return reservoir. This additional volume of liquid entering the return reservoir triggered the ¿level sensor error¿ alert. Analysis showed that during the plasma only collection at the beginning of the procedure the measured reservoir volumes gradually reduced over time, resulting in the ¿level sensor error¿ alert at about 18 minutes into the procedure. It is possible, though not conclusive that the plasma line occlusion contributed to the reported leukoreduction failure of the plasma product. Investigation is in process. A followup report will be provided.